Event description:
It was reported that the customer is in the hospital due to diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of call was 480mg/dl. The nurse believes that the insulin pump alert is not functioning properly. It was mentioned that the customer experienced nausea, vomiting, and stomach ache. Troubleshooting was performed. The nurse stated that the high pressure test was completed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.